Event description:
It was reported that the pulse generator could not be interrogated. The magnet rate was 95 bpm. The patient's condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.